Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but when the issue persisted, it was decided to replace the pump. The customer reverted to an alternate method of insulin therapy.